Event description:
It was reported that in preparation for a coronary drug eluting stenting treatment procedure, a malfunction occured. While unpacking the taxus express2 4.5x20mm drug eluting stent, the "product was found without sterilization plastic package." The product was loose in the box and the box had not been previously opened. The procedure was completed with another taxus stent. No pt complications occurred as there was no contact with the pt.